Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be peeled off and obstruction of the air intake of the blower was observed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be peeled off and obstruction of the air intake of the blower was observed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device's air inlet path assembly needs to be replaced to address the issue.